Event description:
It was reported that the ventilator failed flow test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's log nor the claimed part were available for further analyze. A correction of fields # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).